Manufacturer narrative:
(B)(6). (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID 2134265-2017-01945. It was reported that stent dislodgement occurred. A 2.50 x 32 synergy¿ drug-eluting stent was selected for use to treat a lesion. However, upon removal of the stent protector, it was noted that the stent was dislodged. The device was not used inside the patient and a 3.00 x 38 synergy¿ drug-eluting stent was then selected for use; however, upon removal of the stent protector, it was also noted that the stent was dislodged. The device was not used inside the patient and the procedure was completed with another synergy and a promus premier drug-eluting stents with excellent final result. There were no patient complications reported and the patient's status was stable.